Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The sparse connectivity was confirmed by the representative. To remedy the reported issue, the representative replaced the female/female rj45 connector on the back of the viewing station of the imaging system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that sparse connectivity between the imaging system, navigation system and hospital network was occurring. No additional information was provided. The reported event occurred during a procedure. The delay to the case was not provided and there was no impact on patient outcome.